Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported paramedics and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been seen by the paramedics with hypoglycemia. The patient's blood glucose levels reached 40 mg/dl while wearing the pod between 36 and 48 hours. The patient was treated with an IV (intravenous). The patient was released the same day and did not get transported to the hospital. The pod was worn when seeking medical attention.